Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's system board and power management board were replaced to address the issue.